Event description:
It was reported that for the cardiosave intra-aortic balloon pump (iabp) showed start up failure 6. No patient involved no harm occurred.

Manufacturer narrative:
Due to character limit in e1 initial reporter name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g1 (contact person ¿ mfg site), g3, g6, h2, h6 (type of investigation,component codes, investigation finding, investigation conclusions), h11. Corrected fields: h6 (medical device ¿ problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to confirm the issue. The fse attempted to calibrate the touchscreen after cleaning, but the issue persisted. The fse replaced the touchscreen (0160-00-0123). The unit passed all functional and safety tests and was returned to customer. The fat performed a visual inspection and found the part to be in good condition. The fat installed the touchscreen in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure code on bootup but the touchscreen would not function when pressed. Confirmed to be faulty but no root cause identified. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a.